Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and bubbles were observed coming through the valve. It was reported that about 30 minutes into the case, the physician complained that too many bubbles were coming into the vizigo sheath valve. The vizigo sheath was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 22-apr-2026, the device manufacture date was received. As such, field h4. Has been populated with the date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).